Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a representative regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported there was an ongoing issue with difficulty recharging. The patient was not able to get to 100%, it was taking a long time and was becoming a burden. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting involved providing stickers, sending mdt data files for analysis, and revising recharging with the clinician programmer with no abnormalities detected. Interventions involved education and adhesive stickers. The device was explanted and replaced. The issue was considered resolved at the time of report. The patient status was alive with no injury. No further complications were reported/anticipated.

Manufacturer narrative:
Remains the same as regulatory report # 3004209178-2017-20532, follow up 001. Correction from regulatory report # 3004209178-2017-20532, follow up 001:-date MFR received was updated. Updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the issue had been ongoing since implant. Neurologist requested a change back to a non-rechargeable implantable neurostimulator after ongoing complaints from the patient. No complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) determined there were no significant anomalies. The ins passed functional testing. The ins passed the final functional test on the automated test console. The ins failed the final functional test on the automated test console. The device failed because of a voltage too low por due to the fact that it was accidently run prior to bench testing (see the ngt-initial test). The device will be retested after it has been through bench testing. A lab functional test determined that no output was observed on any electrode pair. Once charging was complete, the ins output was again tested and good stable output was observed on the electrode pairs the ins had when it was received. Once charging was complete, the ins output was again tested and good stable output was observed on all electrode pairs. After 1 physican mode recharge(s), the ins was able to recharge normally. Analysis determined the ins had reduced capacity due to 0 overdischarge(s). The ins did not sync with a patient programmer. Anal ysis determined there were no issues when pressing on the ins can. The ins was recharged at body temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. The ins recharged normally with 8 bars of coupling observed. The in formation obtained from the ins upon receipt indicated the battery was discharged to the lock/sleep mode. It was not recharged at check-in due to a charging complaint. When testing on the bench it was found that the battery had depleted to the point of no telemetry. The ins was received with the battery depleted to the lock/sleep mode (therapy unavailable). It was not recharged at check-in due to a charging complaint. While waiting for analysis the ins battery depleted below the por level and there was no telemetry. A short few second physician mode recharge was needed to restore telemetry. Normal recharging was done at body temperature with 8 bars of coupling was observed and it recharged from the lock/sleep mode to full in 5 hours. This is the typical time needed to recover the battery to a full charge from the lock/sleep mode. The ins passed functional testing. According to the trace report taken from the ins, the device was not being recharged with 8 bars of coupling which causes longer charge times. Of 5 records of recharge coupling 5-7 minutes into the recharge session while the ins was implanted, one record had 0 bars of coupling, one record had 2 bars of coupling, two records had 4 bars of coupling, and one record had 6 bars of coupling. This can be caused by a problem with antenna positioning over the ins or a problem with the implant depth. If information is provided in the future, a supplemental report will be issued.